Event description:
Event was reported as blood leakage.a small amount of blood leakage was observed from the factory seam at the collar, between the vascular graft section and the stented graft section. Then, hemostasias was achieved by administering protamine. Subsequently, the procedure was successfully completed.the patient outcome was reported as no health damage to the patient.this report is being submitted as initial final for manufacturing report number 9612515-2026-000017 to provide event closure information for (B)(4)

Manufacturer narrative:
Manufacturer narrative: clinical code: 4582 - no clinical signs, symptoms or conditions- the patient outcome was reported as no health damage to the patient. Impact code: 4644 - medication required - hemostasis was achieved by administering protamine. Subsequently, the procedure was successfully completed. Device problem code : 1250 - fluid/blood leak- a small amount of blood leakage was observed from the factory seam at the collar, between the vascular graft section and the stented graft section. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: - thoraflex hybrid sales jan22 - dec25 vs thoraflex hybrid > leakage > blood oozing & nature of event : collar / anastomosis jan22 - jan 26 gave an occurrence rate of 0.084% no trend requiring action has been identified. 4111 - communication interview: additional information was requested to aid this investigation , however the site confirmed on 06 feb 25 that unfortunately, no additional information is available regarding this event. 3331 - analysis of production records: full batch review was performed from base fabric to finished product for batch ID - 26326844 which confirmed the device was manufactured to specification with no issues found. 4117 - device no accessable for testing : device remains implanted investigation findings: 213 - no device problem found - device was manufactured to specification with no issues found. Investigation conclusion: 4315 - cause not established- no root cause was identified. Additional information:- we are writing to formally notify you of a delay in the reporting of adverse events relating to thoraflex hybrid devices, and to extend our sincere apologies for this delay. The affected manufacturer report numbers are as follows: manufacturer report # terumo complaint # aer due dat aer report date 9612515-2026-00012 (B)(4) 25-dec-2025 30 apr 26 9612515-2026-00013 (B)(4) 08-jan-2026 30 apr 26 9612515-2026-00014 (B)(4) 15-jan-2026 30 apr 26 9612515-2026-00015 (B)(4) 22-jan-2026 30 apr 26 9612515-2026-00016 (B)(4) 16-jan-2026 30 apr 26 9612515-2026-00017 (B)(4) 25-feb-2026 30 apr 26 we acknowledge that the adverse event reports were not submitted within the required regulatory timeframe. An error was identified during a review of vigilance reported to the us where we have made the assessment based on device catalogue number and/or gel type, rather than product family code. The complaints occurred in japan, canada and EU and were fully assessed and reported to the marketing/competent authorities where the event occurred. Please be assured that we take our vigilance and regulatory obligations very seriously. To deal with the non-conformity, CAPA-2026-0009 was raised and as a corrective action we are now sending the us mdrs. Following identification of this issue, CAPA-2026-0009 was raised on 15-apr-2026. We have conducted a robust investigation into the circumstances that contributed to the delay and are implementing appropriate corrective actions to prevent recurrence and to strengthen compliance with reporting timelines. We apologise unreservedly for any inconvenience caused and appreciate your understanding in this matter. Should you require any further information or clarification, please do not hesitate to contact us.